Manufacturer narrative:
By the check of dhrs (device history records) no pre-existing anomalies were detected on the lot number 1500622 involved. This is the first and only complaint registered on the lot number 1500622. A final report will be submitted after the investigation.

Event description:
The screw between the revision mod. Stem ø20 mm (product code: 3816.15.020, lot: 1500622 - ster: (B)(4)) and the neck (product code: 7515.15.105) became loose post-operatively. Revision surgery performed on (B)(6) 2025. According to the complaint source, it is possible that a small piece of sterile plastic wrapping from the stem became lodged between the stem and the neck; however, this cannot be confirmed the patient underwent the primary surgery in 2016, followed by a first revision on (B)(6) 2018. The second revision surgery was then performed on (B)(6) 2025, which is the procedure related to the current complaint. Patient: male, 100kg, 185cm. Event occurred in switzerland.